Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issue is likely due to a user error. Additionally, there are several possibilities that can result in an inadequate surgical result that is traced back to insufficient power delivery to the tissue. Possible causes are as follows: 1) a defective cable connection to the connected instrument. -> no or only intermittent power output. 2) a defective instrument. -> no or only intermittent power output. 3) contamination of the instrument due to adhering tissue deposits. -> reduced power output. 4) contact resistances at the contact points of the instrument -> reduced power output, possible burns to the patient. 5) in the case of monopolar application, a badly attached patient plate and/or a defective supply line to the patient plate. -> reduced or only intermittent power output with the risk of burns below the applied patient plate. 6) incorrect power setting on the generator by the user. 7) an insufficient adjustment of the generator -> reduced power output. 8) a defect of the generator. -> reduced or no power output. Also, the electrical conditions in the tissue of the surgical area may also be the cause of the reported issue. Furthermore, it is helpful to gradually increase the power level until the desired result is achieved. If it is suspected that the device in question is causing the insufficient power output from a technical point of view, the device in question should be inspected by an authorized technician. In this case, a complete periodical safety check (psc) should be carried out and documented in accordance with the current service manual. If the psc yields a positive result, it must be assumed that the device meets its specification. However, if any faults occur, they must be rectified in accordance with the service manual. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation and device evaluation. The device was evaluated by olympus, and the reported issue was not reproduced. Based on the results of the lm¿s further investigation, the reported issue was not confirmed. However, there are different possibilities that can lead to an inadequate surgical result. It is likely due to inadequate power delivery to the tissue and may have several possible causes. Also, electrical conditions in the tissue of the operating area can also be the cause. Moreover, it is helpful to gradually increase the power level until the desired result is achieved. This supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to d4, and an update has been made to h3 from the initial medwatch. Also, additional information has been added to d9 and h6. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the trans urethral resection of bladder tumor (turbt) procedure to remove the patient¿s bladder tumor was planned to be simple, as the area to be resected was small. The patient¿s cancer diagnosis was known and staged as controlled. Since the generator did not perform as intended, the surgeon was unable to remove any of the tumor. On (B)(6) 2023, a subsequent outpatient surgical procedure was performed. The tumor was successfully removed, and the patient is reportedly doing ¿fine.¿

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h6 that was inadvertently not included in the previous submissions.

Event description:
A user facility alleged hf unit "esg-400" did not perform to specification and cutting into the tissue during a therapeutic trans urethral resection of bladder tumor (turbt) was not possible. After attempts of changing parameters and different loop options, the results remained the same. The patient was left with potential cancerous tissue post operative due to the impossible resection. The user facility later confirmed the intended procedure was not completed and has not been rescheduled. No medical interventions were required due to the reported event. The patient will have a follow-up post operative appointment to determine if cancerous tissues were left in the patients' bladder.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.